Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an "offline" message in the patient zones for all telemetry beds. The issue was resolved by resetting the software. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs had identified the issue as equivalent to a u.s class ii recall (recall number: 3010157426-08/25/16-003-c) that spacelabs has submitted to the FDA. Spacelabs has notified customers of this activity with a letter dated on august 25th, 2016. This investigation is considered complete and the issue closed.